Manufacturer narrative:
The device was not returned and evaluated and confirmed that there was a stain and dust inside of the light guide lens. Additional findings include; due to wear of scope cover, water tightness was lost. Switch box had a scratch. Air/water cylinder and suction cylinder had no color. The following had corrosion due to water leakage; switch flexible printed circuit unit cover, plug unit, circuit board unit in suction connector, scope connector cover unit, scope connector case unit, and cable unit. Due to deformation of venting connector of scope connector, air pressure was not applied correctly during leak test. Distal end was shaved. The adhesive around objective lens had wear. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was air/water leakage on the duodenovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was a stain on the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. The device was reprocessed as per the user's manual. No malfunction observed in the accessories used for reprocessing. The detergent was used in the manual cleaning phase was neoproteozim. The surface of the appliance was cleaned during the prewash. The surface of the device was scrubbed/brushed during the manual cleaning step. Olympus will continue to monitor field performance for this device.